Manufacturer narrative:
(B)(4): the customer reported that a pt delivered a baby with a low apgar score and during monitoring before the birth, the fetal heart rate (fhr) was different from the audible heart rate or the heart rate was not audible on the monitor. Based on the available info, the pt was being assessed by an ob who found the fetus to be tachycardia above 200. Philips is reporting this event because, a baby, monitored by a philips monitor, was born with a low apgar score. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt delivered a baby with a low apgar score and the trace and audible fetal heart rate did not match.